Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima ureteral catheter was used in the kidney during a retrograde pyelogram procedure performed on (B)(6) 2021. During the procedure, the catheter was inserted into the bladder and was under direct visualization. It was noticed that the catheter has a burr on the cone portion of the catheter. The procedure was completed at this time. There were no patient complications reported as a result of this event.